Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. The ra lead was explanted and replaced. Patient condition was stable throughout.